Event description:
It was reported the patient had four previous overlapping self-expanding stents implanted from the proximal superficial femoral artery (sfa) bifurcation to first third popliteal artery with a 5.5x60mm supera stent in the mid sfa in a calcified section. This procedure occurred at a different hospital; procedure date was not provided (estimated date (B)(6) 2024). On (B)(6) 2024, (estimated date) the patient experienced rest pain. On (B)(6) 2024, angiogram confirmed the patient had 100% in stent restenosis of the right common femoral artery (cfa)/sfa/proximal popliteal artery that was lined with self-expanding stents including the 5.5x60mm supera stent. The 5.5x60mm supera didn¿t look fully expanded and looked elongated. On (B)(6) 2024, a procedure was performed to treat the re-stenosis. A 6fx11cm sheath was used during the procedure. A 5.5x150mm supera was deployed without incident. A 6.5x150mm supera stent was also deployed without difficulty. However, the 6.5x150mm supera stent elongated and looked to be crossing into the cfa, force was applied to compress the stent to stay in the sfa and not cross the bifurcation. It is suspected this is when the tip separated. The tip dislodged near the cfa and floated down to mid sfa. A non-abbott embolic protection filter was deployed to capture and retrieve the separated tip. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
B3 - date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 100% stenosed anatomy and/or interaction with the four previously implanted stents resulted in the stent to become elongated. Interaction/ manipulation of the device during attempts to compress the supera to stay in the superficial femoral artery ultimately resulted in the reported tip material separation. As reported, a non-abbott embolic protection filter was deployed to capture and retrieve the separated tip. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10 - concomitant product.